Event description:
Clinical trial. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The index procedure treated 2 target lesions. Target lesion #1 was a de novo lesion in the 1st left posterolateral artery (1st lpl). The lesion was 2.8 mm wide, 15 mm long, and 70% stenosed. There was mild tortuosity. The physician direct stented the lesion with a 2.75 x 20 mm taxus express2 drug eluting stent. Post dilatation stenosis was 0%. Target lesion #2 was a de novo lesion in the proximal left anterior descending artery (lad). The lesion was 3.1 mm wide, 16 mm long, and 80% stenosed. There was mild calcification. The physician direct stented the lesion using a 3.0 x 20 mm taxus express2 drug eluting stent. Residual stenosis was 0%. The pt received aspirin, plavix and a gpiib/iiia inhibitor during the procedure. The pt was discharged 2 days later on aspirin and plavix. On day 422, the pt had a tvr due to in-stent restenosis in the 1st lpl. A non bsc stent was placed. The pt was discharged 2 days later. In the opinion of the physician, there is a probable relationship between the tvr and the taxus stent.

Manufacturer narrative:
H6. Unit has been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 7297240 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined. These complaints are trended on a monthly basis.